Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's daughter reported that the patient had a rash under the electrode belt wires. The skin was reported to be red but was not open or oozing. During a follow up the patient reported that he went to a dermatologist who prescribed a cream and that the rash was going away. No allegation of a device malfunction.